Manufacturer narrative:
(B)(4). Batch # unk. Per photographic evaluation: three photos were received. The 1st, 2nd & 3rd photos show evidence of tissue cut with malformed staples. Based on the photos reviewed, the event described is confirmed, however, no conclusion or root cause could be determined. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the stapler cut, but didn't staple. To complete the procedure, the physician used another product from a different manufacturer. There were no patient consequences.